Event description:
On 06/18/2007, a call was received notifying the company that a routine x-ray had been taken 5 days postoperatively of the surgical site following an rcr repair in order to assess anchor placement and healing. Bone anchors used were plastic opus magnum pi (radiolucent upon x-ray). Surgeon noted three metal markings on the x-ray, and forwarded x-ray to arthrocare for review.

Manufacturer narrative:
Arthrocare reviewed the x-ray provided by the surgeon. The metal markings that can be seen on the x-ray are fully encapsulated within the plastic (peek) anchor, and the anchor is properly placed subcortically. The metal that is observed is the 316l stainless steel ribbon that is designed to breakaway from the anchor upon anchor deployment. 316l stainless steel is a biocompatible material for long term duration contact in tissue and bone as documented in arthrocare report. No patient safety concern related to this observation. A revision surgery is not required or planned. The patient is reportedly doing fine postoperatively.